Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and it passed. The customer's complaint of a broken sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/15/2018, that on (B)(6) 2018, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No medical intervention was reported. Additional event or patient information is not available. No product was provided for investigation. Confirmation of the problem and root cause could not be determined.